Event description:
It was reported that the subject flow diverting stent was successfully implanted in the c4 region of the left internal carotid artery (ica). One day post procedure, the patient experienced right hemiplegia and left conjugate deviation. Magnetic resonance angiography (mra) showed scattered cerebral infarcts on the left side. Systematic epilepsy was considered a possibility. Patient was given prasugrel and levetiracetam. The patient was confirmed recovering. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that "right hemiplegia and left conjugate deviation appeared, and mra showed scattered cerebral infarcts on the left side". The good faith effort attempts have been completed in our effort to obtain the device and answers to follow up questions issued. However, no additional information or product have been received; therefore, the investigation will proceed with the information currently available. The reported defect ¿patient stroke¿ is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event. The device is not available to the manufacturer.